Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty fixing the lead into position. The lead was not used and a new lead was implanted. No patient symptoms were reported.